Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server the inventory refill quantity for drawer 1.2, pocket a6, was not communicating correctly to bd logistics. The system prompted the user to refill only one unit instead of the pocket¿s maximum capacity of three. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date upon investigation of the actual device used in this incident, it was determined that the drawer 1.2 pocket was not communicating correctly. A technical support specialist (tss) dialed into the carefusion coordination engine (cce) and identified that ordering was not correct. The unit of measurement settings were checked, and three medications were found to be not configured. The customer was informed and monitored the system, later customer confirmed that everything was working properly. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server the inventory refill quantity for drawer 1.2, pocket a6, was not communicating correctly to bd logistics. The system prompted the user to refill only one unit instead of the pocket¿s maximum capacity of three. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.